Manufacturer narrative:
(B)(4). Fisher and paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in south africa reported that an ojr416 optiflow junior 2 cannula broke after 3 days of patient use. There was no reported patient consequence.

Event description:
A distributor in south africa reported that an ojr416 optiflow junior 2 cannula broke after 3 days of patient use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). The optiflow junior nasal cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and pediatric patients. It features adhesive pads (wagglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs, and breathable kink-proof, and crush-resistant flexible tubing. The ojr416 optiflow junior 2 nasal cannula was not returned to fisher and paykel (f&p) healthcare for evaluation. Our investigation is based on the photograph provided by the customer and the knowledge of our product. Results: visual inspection of the provided photograph confirmed that the tubing was detached from the swivel grip joint. Conclusion: without the complaint device, w\we are unable to determine the cause of the reported event. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/ tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at the time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 nasal cannula. They also state the following: -appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. -do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety including potentially causing patient harm). -ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient. -ensure the patient does not lie on the tubing a this may apply pressure to the patient's ears or face. -failure to apply and use this product within the directions, transport, storage and operating conditions specified in the labelling and user instructions may impair performance of this product or compromise safety (including potentially causing serious patient harm.)